Manufacturer narrative:
The customer service engineer replaced the graphical user interface (gui) central processing unit (cpu) due to power on self-test (post) failure. The device passed extended self-testing (est), short self-testing (sst), performance verification testing (pvt) and all calibrations per manufacturing specifications. Manufacturer's specifications. Covidien reference: (B)(4).

Event description:
A report from the USA indicates display would not turn on. There was no patient involvement reported.